Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to unspecified lens damaged noted during insertion. The incision was enlarged to remove the lens and a back-up lens was implanted successfully. The patient's prognosis was reported as "patient doing very well without problems."

Manufacturer narrative:
Visual inspection of the returned device found a crystalens haptic plate caught above the plunger and no damage to the device or anomalies were identified. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.